Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial # unknown implanted: explanted: product type software, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) reported that they kept getting validation error and the application kept looping when attempting to connect to an implantable neurostimulator (ins). It was further reported that a validation error message with error code 00 01 00bb and system error 0x59a89a8f were displayed. The application would display communication in progress and then even progress further and then restart. The rep updated patient data services app and then the therapy app connected successfully without issue. The issue was resolved.